Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year-old female patient who had essure (batch no. 796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain. Previously administered products included for an unreported indication: mirena. Concurrent conditions included cyst, vision abnormal, bloating, muscle pain, joint pain, irregular menstrual cycle and grand multiparity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), dental caries ("teeth cavity"), tooth loss ("losing teeth"), dysmenorrhoea ("dysmenorrhea (cramping),"), alopecia ("hair loss,"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), insomnia ("neurological conditions or problems- loss of sleep"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems"), pruritus ("rashes or skin conditions type: always itching"), vitreous floaters ("black floating around"), vaginal discharge ("vaginal discharge"), rash ("rashes or skin conditions type: break out on legs and arms,"), paranoia ("paranoid- hear babies crying/ feeling scared") and fear ("feeling scared") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced eye pain ("vision/eye problems type: pain in my eyes"), abdominal pain upper ("stomach pain"), back pain ("back pain") and dizziness ("dizziness"). The patient was treated with hydrocodone, ibuprofen and surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, female sexual dysfunction, bladder disorder, urinary tract disorder, dental caries, tooth loss, dysmenorrhoea, alopecia, urinary tract infection, migraine, headache, nausea, insomnia, allergy to metals, pruritus, eye pain, vitreous floaters, vaginal discharge, paranoia, fear, abdominal pain upper, back pain and dizziness outcome was unknown, the depression was resolving and the weight increased had resolved. The reporter considered abdominal pain upper, allergy to metals, alopecia, back pain, bladder disorder, dental caries, depression, dizziness, dysmenorrhoea, eye pain, fear, female sexual dysfunction, headache, insomnia, migraine, nausea, paranoia, pelvic pain, pruritus, rash, tooth loss, urinary tract disorder, urinary tract infection, vaginal discharge, vitreous floaters and weight increased to be related to essure. The reporter commented: insertion details, specify- three essure coils were noted from the left ostia, 2 and a half coils from the right ostia. Five coils were noted from the right ostia. Discrepancy noted in insertion date- (B)(6) 2010, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2014: ultrasound pelvis transvaginal findings: the endometrium measures 10 mmm thickness. No endometrial filling defects. No uterine fibroids. The cervix shows small nabothian cysts. The right ovary measures 2.1 x 1.9 x 1.9 cm. Left ovary measures 3.3 x 2.5 x 2.5 cm. Follicles are present within each ovary. Blood flow is present to each ovary. No pelvic free fluid. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿pelvic pain, weight gain, headaches, depression. Most recent follow-up information incorporated above includes: on 23-may-2019: new pfs + mr received- new events added:apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, losing teeth, cavities, dysmenorrhea, hair loss, urinary tract infection,migraines / headaches, nausea, neurological conditions or problems, nickel allergy, pain, psychological or psychiatric problems, rashes or skin conditions type: always itching, break out on legs and arms, vision/eye problems type: pain in my eyes, vaginal discharge and weight gain , stomach pain, back pain, dizziness were added. Lot number and new reporters were added. Outcome of events weight gain from unknown to recovered/resolved and event depression from unknown to recovering/resolving were updated. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 27-year-old female patient who had essure (batch no. 796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain. Previously administered products included for an unreported indication: mirena. Concurrent conditions included cyst, vision abnormal, bloating, muscle pain, joint pain, irregular menstrual cycle and grand multiparity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), dental caries ("teeth cavity"), tooth loss ("losing teeth"), dysmenorrhoea ("dysmenorrhea (cramping),"), alopecia ("hair loss,"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), insomnia ("neurological conditions or problems- loss of sleep"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems"), pruritus ("rashes or skin conditions type: always itching"), vitreous floaters ("black floating around"), vaginal discharge ("vaginal discharge"), rash ("rashes or skin conditions type: break out on legs and arms,"), paranoia ("paranoid- hear babies crying/ feeling scared") and fear ("feeling scared") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced eye pain ("vision/eye problems type: pain in my eyes"), abdominal pain upper ("stomach pain"), back pain ("back pain") and dizziness ("dizziness"). The patient was treated with hydrocodone, ibuprofen and surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, female sexual dysfunction, bladder disorder, urinary tract disorder, dental caries, tooth loss, dysmenorrhoea, alopecia, urinary tract infection, migraine, headache, nausea, insomnia, allergy to metals, pruritus, eye pain, vitreous floaters, vaginal discharge, paranoia, fear, abdominal pain upper, back pain and dizziness outcome was unknown, the depression was resolving and the weight increased had resolved. The reporter considered abdominal pain upper, allergy to metals, alopecia, back pain, bladder disorder, dental caries, depression, dizziness, dysmenorrhoea, eye pain, fear, female sexual dysfunction, headache, insomnia, migraine, nausea, paranoia, pelvic pain, pruritus, rash, tooth loss, urinary tract disorder, urinary tract infection, vaginal discharge, vitreous floaters and weight increased to be related to essure. The reporter commented: insertion details, specify- three essure coils were noted from the left ostia, 2 and a half coils from the right ostia.five coils were noted from the right ostia. Discrepancy noted in insertion date (B)(6) 2010, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80.73 kgs. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2014: ultrasound pelvis transvaginal findings: the endometrium measures 10 mmm. Thickness. No endometrial filling defects. No uterine fibroids. The cervix shows small nabothian cysts. The right ovary measures 2.1 x 1.9 x 1.9 cm. Left ovary measures 3.3 x 2.5 x 2.5 cm. Follicles are present within each ovary. Blood flow is present to each ovary. No pelvic free fluid.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿pelvic pain, weight gain, headaches, depression, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-jun-2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 27-year-old female patient who had essure (batch no. 796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain. Previously administered products included for an unreported indication: mirena. Concurrent conditions included cyst, vision abnormal, bloating, muscle pain, joint pain, irregular menstrual cycle and grand multiparity. On (B)(6)2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder disorder/ bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder/ urinary problems or chnages"), dental caries ("teeth cavity"), tooth loss ("losing teeth"), dysmenorrhoea ("dysmenorrhea (cramping),"), alopecia ("hair loss,"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), insomnia ("neurological conditions or problems- loss of sleep"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems"), pruritus ("rashes or skin conditions type: always itching"), vitreous floaters ("black floating around"), vaginal discharge ("vaginal discharge"), rash ("rashes or skin conditions type: break out on legs and arms,"), paranoia ("paranoid- hear babies crying/ feeling scared") and fear ("feeling scared") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced eye pain ("vision/eye problems type: pain in my eyes"), abdominal pain upper ("stomach pain / stomach problem"), back pain ("back pain") and dizziness ("dizziness"). The patient was treated with hydrocodone, ibuprofen and surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dental caries, tooth loss, dysmenorrhoea, alopecia, urinary tract infection, migraine, headache, nausea, insomnia, allergy to metals, pruritus, eye pain, vitreous floaters, vaginal discharge, paranoia, fear, abdominal pain upper, back pain and dizziness outcome was unknown, the depression was resolving and the weight increased had resolved. The reporter considered abdominal pain upper, allergy to metals, alopecia, back pain, bladder disorder, dental caries, depression, dizziness, dysmenorrhoea, eye pain, fear, female sexual dysfunction, headache, insomnia, menorrhagia, migraine, nausea, paranoia, pelvic pain, pruritus, rash, tooth loss, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitreous floaters and weight increased to be related to essure. The reporter commented: insertion details, specify- three essure coils were noted from the left ostia, 2 and a half coils from the right ostia. Five coils were noted from the right ostia. Discrepancy noted in insertion date (B)(6) 2010, (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80.73 kgs. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2014: ultrasound pelvis transvaginal findings: the endometrium measures 10 mmm. Thickness. No endometrial filling defects. No uterine fibroids. The cervix shows small nabothian cysts. The right ovary measures 2.1 x 1.9 x 1.9 cm. Left ovary measures 3.3 x 2.5 x 2.5 cm. Follicles are present within each ovary. Blood flow is present to each ovary. No pelvic free fluid.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿pelvic pain, weight gain, headaches, depression, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) were added. Reporter information, events onset date were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.